Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lead had also exhibited low impedance and the implantable pulse generator (ipg) replaced during the procedure had exhibited a power on reset (por) on the date of explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to oversensing noise. No patient complications have been reported as a result of this event.